Event description:
It was reported that the surgeon was inserting a 20.0 diopter single piece silicone lens and the trailing haptic of the lens was torn, as it was pushed through the injector. The lens was removed and another same model lens was inserted with no patient injury. It was reported that the lens tear was due to the injector.